Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from at the time of implant are unknown. It was reported that during a recent routine follow-up, the cta showed the limb was not in contact with the distal right iliac artery and created a type 1b endoleak. The physician stated disease progression was the root cause and the endoleak was not related to the device or procedure. A 16/16/82 endurant stent graft was implanted and successfully resolved the endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4)